Event description:
On (B)(6) 2012, an event was reported to cormatrix cardiovascular involving the cormatrix ecm for carotid repair. On (B)(6) 2012, the physician used the cormatrix ecm for carotid repair during a surgical procedure, where it was reported the patient was infected at the time of implantation of the bilateral femoral patches. On (B)(6) 2012, the patient presented with symptoms and upon reoperation the bilateral femoral patches had experienced "blow out". The cormatrix ecm was removed and replaced with synthetic patches.